Event description:
It was reported the customer received multiple intermittent occlusion alarms. Customer's blood glucose reached 245 mg/dl. Customer changed all supplies and resumed insulin delivery.